Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility purchasing specialist reported to fresenius via email that clotting occurred with an optiflux dialyzer during the patient's hemodialysis (hd) treatment. It was reported a clot formation was visually observed at the top of the dialyzer and the venous pressure started running high. It was not reported that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was unknown. The sample was not returned to the manufacturer for physical evaluation. Additional information was requested but was not received to date.

Event description:
A user facility purchasing specialist reported to fresenius via email that clotting occurred with an optiflux dialyzer during the patient's hemodialysis (hd) treatment. It was reported a clot formation was visually observed at the top of the dialyzer and the venous pressure started running high. It was not reported that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was unknown. The sample was not returned to the manufacturer for physical evaluation. Additional information was requested but was not received to date.

Event description:
A user facility purchasing specialist reported to fresenius via email that clotting occurred with an optiflux dialyzer during the patient's hemodialysis (hd) treatment. It was reported a clot formation was visually observed at the top of the dialyzer and the venous pressure started running high. It was not reported that the patient experienced a serious injury or required medical intervention. The patient's estimated blood loss (ebl) was unknown. The sample was not returned to the manufacturer for physical evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Six lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) and four of the identified lots had non-conformances (nc) reported on three of the lots which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.